Event description:
It was reported that this recently implanted pacemaker exhibited farfield oversensing on the right atrial (ra) channel. Programming adjustments were recommended. No adverse patient effects were reported. This pacemaker remains in service.